Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was locking up and could not print or admit and discharge patients. All review data was also missing. The device was sent in for evaluation. No patient harm or injury was reported. Investigation summary: nihon kohden repair center (nk rc) was unable to duplicate the reported issues or determine a definitive root cause of the reported issues, based on the evaluation of the device. However, based on the available information, it is possible that the issue was due to a user related error, or a network facility environmental or software issue, which can lead to the reported issue. Although we were unable to determine a definitive root cause of the issue, we have identified some potential causes of the issues where the cns device experienced multiple issues, (including app advisory error message issues, the system locking up, unable to print or perform admit or discharge, and full disclosure issues, and selections for functions being grayed out. Potential causes of the cns device experiencing multiple issues, (including the system locking up, unable to print or perform admit or discharge, and full disclosure issues, and selections for functions being grayed out) are typically due to, but are not limited to, user related setup error issues and/or software / network / connectivity / environmental / it issues, or damage to the device or its components.

Event description:
The customer reported that the central nurse's station (cns) was locking up and could not print or admit and discharge patients. All review data was also missing.

Manufacturer narrative:
The customer reported that the central nurse's stations (cns) has the issue where the system "locks up" and they can't print, admit and discharge. All review data is missing. They can still navigate the screen, but some features do not work. Live waveforms will still work, but there's nothing inside full disclosure. The staff has been hard restarting the units to correct the issue, after the restart, all normal operation and data comeback; however, the issue eventually returns after a few hours or 12-24 hours. The unit is being exchanged. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: (B)(6) 2021 emailed the customer via (B)(6) for patient information: the customer replied with the devices that were used in conjuction with the cns, but for the patient information the customer stated, I have no demographics for them. Attempt # 1: (B)(6) 2021 emailed the customer via (B)(6) for patient information: the customer replied with the devices that were used in conjuction with the cns, but for the patient information the customer stated, I have no demographics for them. Attempt # 1: (B)(6) 2021 emailed the customer via (B)(6) for patient information: the customer replied with the devices that were used in conjunction with the cns, but for the patient information the customer stated, I have no demographics for them. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: bedside monitor (bsm) & gz transmitter: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that the central nurse's station (cns) has the issue where the system "locks up" and they can't print, admit and discharge. All review data is missing; however, after the unit is restarted, all normal operation and data comeback, but the issue eventually returns.